Event description:
It was reported that the patient with this pacemaker system had a syncopal episode. Sensing issues are suspected. This pacemaker system remains in service. No additional adverse patient effects were reported.